Manufacturer narrative:
Date sent to the FDA: 4/10/2020. Patient code: 2607, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2015 due to hernia recurrence, weight loss, burning sensation and adhesion.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/9/2019. Additional narrative: it was reported that the patient experienced infection, pain, abscess after the procedure.